Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicate that the all buttons was hard to press and need to press more in order to respond. Customer stated that the insulin pump rejected new battery. Customer mentioned scratches on screen that make the screen difficult to read. Battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.